Event description:
It was reported that after the handpiece was received at the manufacturer from stryker (B)(4) for normal service, a condition of the device leaking was found in-house by a quality assurance engineer and then reported. This did not occur during a surgical procedure. There was no patient involvement or any adverse consequences reported.

Manufacturer narrative:
The handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.